Manufacturer narrative:
We received 1 - ava3xi which was returned attached to a 774f75 catheter to our product evaluation laboratory. The report of "blood leakage" was confirmed. Leak testing was performed with and without the returned catheter. Leakage was observed without the catheter. The ava 3xi valve internal components were examined and the duckbill valve was found to be torn and there are no missing parts. This condition will allow leakage without a catheter inserted through the introducer valve. No other damage was observed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The lot numbers were not provided; therefore, a review of the manufacturing records could not be completed. It is standard clinical practice to tighten all connections and flush the introducer prior to insertion into the patient. If a leak is undetected at routine pre-insertion flushing, the introducer could leak during use and need to be exchanged for a new one. Exchanging the introducer can be done over a guidewire with minimal delay in therapy and would not require a new venous access. The IFU shows a diagram of the dilator being inserted straight through the valve housing. If not inserted correctly, this could cause damage to the internal components of the introducer valve, thereby causing leakage. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this swan-ganz catheter through an ava introducer, blood leakage was noticed where the catheter puncture was performed. Initially, the placement of swan-ganz catheter with the ava introducer was performed without any complications. During the procedure,a hematoma with abnormal thromboelastogram was noticed. The patient required a transfusion of fresh plasma. A chest x-ray was performed and showed no pneumothorax or pleural effusions, confirming that there was no air density in the subcutaneous tissue. Later, a decrease in the area of induration at the implantation site of the swan ganz introducer was noticed, which had already been removed. This was thought to possibly be due to extravasation of intravenous fluids. There was no report of patient complications. Patient age and gender obtained, but facility unable to provide weight.